Manufacturer narrative:
Insulin pump was received with blank display due to corrosion on lcd board. Unable to verify off no power alarm due to blank display. Insulin pump was received with minor scratched display window, cracked battery tube threads, and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump had power loss. The insulin pump turned off without indication. The issues remained after replacing the battery cap. Customer's blood glucose level was 143 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.